Event description:
It was reported by the aci sales professional that an (B)(6) female patient underwent an interventional coronary catheterization procedure on (B)(6) 12. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback at the first stop (at the arteriotomy). The device was removed and the patient was converted to approximately 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr (lot f1220505) indicated that the device lot met all established performance criteria prior to shipment. *after a review the medwatch MFR report # was changed from 3004939290-2012-00496 to 3004939290-2013-00026. *the user facility ((B)(4)) filed medwatch report # 1002480000-2013-8007 for this event. *the patient's age, patient's gender and the description of event have been updated based on the information in the user facility medwatch report

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pullback at the first stop (at the arteriotomy). The device was removed and the patient was converted to approximately 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1220505) indicated that the device lot met all established performance criteria prior to shipment.